Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of insulin pump were hard to press and insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.